Event description:
It was reported by a user facility that a saline bag back filled during recirculation. He stated that there was no patient involvement. The flow release valve was replaced, and the machine did not have any issues. The machine is currently in circulation.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.